Event description:
It was further reported that this device did not cause or contribute to the patient harms and death, however, there was mild to moderate prosthetic aortic valve regurgitation after implantation of the 23mm lotus edge valve. It was reported that hypotension, ventricular fibrillation, cardiac arrest and death occurred. The native aortic annulus was 24.2mm in diameter. The peripheral vessels were extremely calcified. A lotus introducer sheath was selected for use and would not advance due to the calcification. The procedure was continued without an access sheath. A 25mm lotus edge valve was advanced and had difficulty crossing the native aortic annulus. The 25mm lotus edge valve was removed and balloon aortic valvuloplasty was performed. The 25mm lotus edge valve was reinserted for implantation. Upon unsheathing, asymmetric appearance was noted. When the lotus edge valve was deployed and brought to lock, one of the posts would not lock. Additional maneuvers were tried to lock the post. During this time, the patient's blood pressure dropped. The 25mm lotus edge valve was removed. The patient had complications of ventricular fibrillation and cardiac arrest. Cardiopulmonary resuscitation was started. A 23mm lotus edge valve was advanced and implanted successfully. There was mild to moderate regurgitation noted post implant. The patient had been stabilized with a heart pump placed in the left axillary and was brought to the intensive care unit. One day post implant procedure, the heart pump access site began bleeding. Surgery was discussed to move the heart pump. The family opted not to continue care. The patient died that night.

Manufacturer narrative:
B5 - describe event or problem: updated. H1 - type of reportable event: updated.

Event description:
It was reported that hypotension, ventricular fibrillation, cardiac arrest and death occurred. The native aortic annulus was 24.2mm in diameter. The peripheral vessels were extremely calcified. A lotus introducer sheath was selected for use and would not advance due to the calcification. The procedure was continued without an access sheath. A 25mm lotus edge valve was advanced and had difficulty crossing the native aortic annulus. The 25mm lotus edge valve was removed and balloon aortic valvuloplasty was performed. The 25mm lotus edge valve was reinserted for implantation. Upon unsheathing, asymmetric appearance was noted. When the lotus edge valve was deployed and brought to lock, one of the posts would not lock. Additional maneuvers were tried to lock the post. During this time, the patient's blood pressure dropped. The 25mm lotus edge valve was removed. The patient had complications of ventricular fibrillation and cardiac arrest. Cardiopulmonary resuscitation was started. A 23mm lotus edge valve was advanced and implanted successfully. There was mild to moderate regurgitation noted post implant. The patient had been stabilized with a heart pump placed in the left axillary and was brought to the intensive care unit. One day post implant procedure, the heart pump access site began bleeding. Surgery was discussed to move the heart pump. The family opted not to continue care. The patient died that night.